Event description:
It was reported that the device failed to charge to energy selected above 50 joules. No patient involvement was reported.

Manufacturer narrative:
Philips has not yet received this device for evaluation and this complaint is under investigation.